Manufacturer narrative:
The technician found the brake cam pivot is broken. The technician replaced the brake cam pivot to resolve the issue.

Event description:
The account alleged, the brake was not holding in brake mode. No patient impact.